Event description:
The customer opened a new carton of contour test strips and found the cap open on the bottle of strips.no adverse events were alleged.the test strips are to be returned for evaluation, as exposure to moisture can cause high test results.replacement test strips were sent to the customer.

Manufacturer narrative:
The strips were returned and tested by qa. They gave e11 and read an average of 6mg/dl high out of spec. E11 indicates exposure to moisture which usually causes high results.